Manufacturer narrative:
Technical eval: the first 0.5cm of the catheter is ovalized and has a twisting flat spot extending from 0.5-2.0cm. There are more ovalizations at various locations on the proximal end of the catheter, at 31 and 48cm from the marker band. The incident report indicates that the catheter was used successfully in the case and the damage was noticed after the catheter was removed from the pt. The damage could have been a result of handling during removal at the end of the procedure. The DHR of this manufacturing lot has been reviewed and is attached. Note: a second neuron delivery catheter 070 was returned with this unit, but there is no mention of a second unit used during the case. The damage to this neuron is consistent with user handling and consists of a flat spot that is most likely a finger pinch. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on 08/28/2009. A review of the device history record (DHR) was completed on part # 1626-04 neuron delivery catheter 070 (95cm x 6 cm) shaped tip, lot number l13980. The DHR review of final assembly (lot# l13980) indicated that 100% inspection of the devices resulted in 11 visual rejects post coating. All destructive testing was completed per required process monitoring requirements, and results met specification for the tensile strength. The lot was associated with (B) (4) for a 3 hour power outage that occurred during production, the lot was tested for bioburden and there was no impact on the product. A review of the coil sub-assembly lots used to manufacture lot l13980 show no anomalies with the manufacturing process; however, some units have been rejected during visual inspection (l13886 (4 rejects); l13887 (3 rejects); l13888 (3 rejects)); the 3 lots passed all the required visual inspection and dimensional measurements. All parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.

Event description:
The neuron catheter was advanced into the vertebral artery where the physician then performed a coiling application. After the physician removed the neuron from the pt, a flattened section at the distal tip of the neuron was observed. The area affected was approximately 2cm from the distal tip. No movement of the catheter was observed during the procedure.